Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that one of the brush heads fell to pieces in his mouth and he almost swallowed one of the small metal rods. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer e-mailed stating that one of the brush heads fell to pieces in his mouth and he almost swallowed one of the small metal rods. No injury was reported.